Manufacturer narrative:
Initial reporter occupation: rn. Additional initial reporter: (B)(6), charge nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood seen in helium tubing. The physician stated he just would change the extension tubing. The getinge representative informed them of the risk of entrapment and gas embolism and iab needed removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).